Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/06/2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional patient or event information is available. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. A root cause could not be determined.